Manufacturer narrative:
(B)(4).

Event description:
After the deployment of t1, t2 had stuck in the middle of the needle. The surgeon had to remove the sutures and t1. A backup device was readily available to complete the procedure. It is unknown if there was a delay. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.